Event description:
It was reported that the hub cracking. One patient did need to receive an additional vaccine due to a part of the dose leaking from the needle hub during administration. Fault occurred during the preparation of injections as well as the example noted above during administration. Multiple reports of product cracking and/or leaking between february 2024- march 2024.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. H3: other; device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9. Date returned to mfg: 16-may-2024 h6. Investigation codes: updated investigation summary: two opened packages of hypodermic edge needle-pro product 402510 lot # 4321361 were returned. The syringe used at the time of the complaint was not returned for investigation. Visual inspection with magnification showed a crack on the side of one of the needles. The customer's complaint was confirmed. The samples were tested according to the combo leak test. Only one sample functioned as intended. Leakage was observed with the cracked needle-pro. The hypodermic needle product was assembled by automation. The maintenance log reviewed for the manufactured date found no records relevant to the complaint. The machine assembly process is the same for the various sizes of edge components and does not include any factors or conditions specific to the mp964 needle-pro component. The lot acceptance is based on visual inspection and DHR information indicates that the product met the established acceptance requirements. Although the complaint was confirmed, it could not be determined how this issue occurred. Complaint information will continue to be monitored for any new information and further actions will be taken accordingly.